Event description:
The site reported that a light adjustable lens (lal, sn(B)(6)), +21.5d) was explanted on (B)(6) 2023 and was replaced with a +19.0d lal (sn (B)(6)). Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The light adjustable lens (lal, sn(B)(6), +21.5d) was explanted because the treating physician stated that the initial iol power choice was not a good fit for this eye. The patient's manifest refraction after implant and before any light treatment was -3.00 sphere. The initial lal was explanted and replaced with another lal (sn (B)(6)), which had a +19.0d iol power. Manufacturer reference #: (B)(4).